Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement, patient injury or harm.